Event description:
An ethicon harmonic scalpel was being used to perform a total laparoscopic hysterectomy and the generator alerted to reduce pressure on the blade. It continued to alarm and another device was obtained. When switching it was recognized that the active blade had broken off from the device. It was found inside the abdomen, behind the uterus. This is the 3rd event with this device in 2 weeks. FDA safety report ID# (B)(4).